Manufacturer narrative:
E1: initial reporter facility name : (B)(6). E1: initial reporter phone number: (B)(6).

Event description:
It was reported that shaft break occurred. During unpacking of a 24 x 2.50 promus premier drug-eluting stent, it was noted that the shaft was fractured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition is stable.